Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. There was reportedly no further medical intervention. The recipient is a non-user of the device. This is the final report.

Event description:
The recipient reportedly experienced device extrusion and a subsequent hematoma. On (B)(6) 2015, the recipient underwent a right temporoparietal fascia flap for coverage. In (B)(6) 2015, the recipient had the hematoma drained.